Event description:
The complaint/event occurred on an unspecified date and involved a spinning spiros®, closed male luer. The customer reported that, after hearing the crack/click when attaching the spiros to the tubing of an unspecified filtered extension set, the customer can easily remove the spiros or it comes disconnected itself. Upon hearing the crack/click, this should indicate that the spiros should be securely connected to the tubing. There was unknown patient involvement and there was no report of human harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The complaint of 'disconnection' can be confirmed. The following items were received: two used list #unknown spinning spiros mated to two (2) used extension sets. Both spiros were returned as activated and attached to the extension sets, however, the spin collar of the male luer could be spun off leading to separation. No spline or shear tab damage were noted on either spiros. Each spiros was functionally tested and dimensionally measured and both met product performance specifications. The probable cause of the separation on spiros 1 and 2 is unknown. The lot history was reviewed, no relevant nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 17may2024.